Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted but the delivery was not as it should have been. The technician loaded the viscoelastic and followed protocol. The lens "clicked" into position in the last loading phase and then was handed off to the doctor to twist the implant in. When the doctor went to twist it, the knob spun but the lens did not advance. The doctor manually pushed the rear of the plunger and the lens slowly advanced, slowly expressing out the tip. When the lens got a little pass halfway, heard another click and the plunger push stopped and the spin engaged; it spun out for the second half of the injection. There were not any adverse results to the patient. The implant looked great in the eye. The doctor commented that the trailing haptic did not look engaged with the plunger as the iol came out of the injector.

Manufacturer narrative:
To date the intraocular lens remains implanted and the pcb00 delivery system was discarded by the customer; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.